Event description:
It was reported that this pacemaker was replaced due to normal battery depletion. During the procedure, when the pulse generator was removed from the implant pocket, the system with a right ventricular (rv) lead demonstrated pacing inhibition, loss of capture, noise, oversensing and mv oversensing. As a troubleshooting step, the rv lead was switched to a pacing system analyzer. The patient is pacemaker-dependent and experienced a brief episode of asystole and a cardiac arrest. Technical services confirmed that, for this patient, mv oversensing can be associated typically with high impedance scenarios, and in this case, noise was observed while the pulse generator was outside the implant pocket, suggesting a possible lead-to-header contact issue during manipulation. The device was explanted and successfully replaced, and no additional adverse patient effects were reported. The rv lead remains in service. Additional information indicated that a lead leakage fault was recorded. This fault indicates that the pulse generator (pg) detected external energy on the device, when lead leakage is detected, the system triggers an interrupt that opens the pg lead switches, allowing the hardware to protect itself against potential damage from external sources, this is a normal protection mechanism and not due to any known malfunction.

Event description:
It was reported that this pacemaker was replaced due to normal battery depletion. During the procedure, when the pulse generator was removed from the implant pocket, the system with a right ventricular (rv) lead demonstrated pacing inhibition, loss of capture, noise, oversensing and mv oversensing. As a troubleshooting step, the rv lead was switched to a pacing system analyzer. The patient is pacemaker-dependent and experienced a brief episode of asystole and a cardiac arrest. Technical services confirmed that, for this patient, mv oversensing can be associated typically with high impedance scenarios, and in this case, noise was observed while the pulse generator was outside the implant pocket, suggesting a possible lead-to-header contact issue during manipulation. The device was explanted and successfully replaced, and no additional adverse patient effects were reported. The rv lead remains in service.